Event description:
It was reported that this pacemaker device was found in safety mode during an interrogation at a follow up visit. The plan was to have this patient get admitted and have the device explant. The patient also reported pocket stimulation since few days now. The patient is not dependent on this pacemaker system. Subsequently this device was explanted and successfully replaced. This device is expected to return for analysis. No additional patient adverse effects were reported.